Event description:
A dog had a catheter break off in its leg.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was unavailable for investigation. The device history could not be reviewed because the lot number was unk.